Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aortic neck was severely angulated. It was reported 28 months post stent graft implantion that the stent graft migrated, due to the severely angulated aortic neck. Three 28 mm diameter x 3.75 cm length aneurx aortic cuffs were successfully implanted. There were no additional clinical sequelae reported and the patient is reported to be fine.